Event description:
The patient's husband reported that over the past two years the patient's symptoms have become progressively worse and have become quite serious again.

Event description:
It was reported that the vns patient was experiencing worsening depression in (B)(6) 2012 which was below pre-vns baseline depression levels. Additional information was received stating that the patient continued to experience depressive symptoms in (B)(6) 2014. The relationship between the recent reported depressive symptoms and pre-vns baseline levels is unknown. The patient¿s spouse stated that the neurologist had been checking the patient¿s device. Follow-up with the neurologist revealed that the patient had not been seen since (B)(4) 2013. Attempts for additional relevant information were made but have been unsuccessful to date.